Event description:
The customer's spouse reported via phone call that the insulin pump fell into the water while patient was in the pool. Customer stated that the buttons were unresponsive, screen was black and there was a crack on the reservoir compartment after it was exposed to moisture. Customer's blood glucose was 190 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. The insulin pump was also received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube lip, and missing end cap sticker. The insulin pump had corroded motor assembly and corroded electronic assembly noted during visual inspection.